Event description:
Hamilton medical ag received the following event description: customer: (B)(6). Product: hamilton breathing circuit transport 4.8 m. Item number: 260168. Affected lot number: 203055. According to the user report, the expiratory valve suddenly became blocked during operation, resulting in an inability to ventilate the patient. The issue has reportedly occurred multiple times under similar circumstances. The affected breathing circuit had successfully completed all required checks prior to use, indicating no detectable abnormalities before the event. The incident occurred during active patient ventilation. Due to an unexpected occlusion or sticking of the expiratory valve, ventilation could no longer be maintained. Immediate intervention was required, and the patient was switched to manual ventilation using an ambu bag an alternative ventilator. No patient injury was reported; however, the event had the potential to result in serious harm or death if not promptly recognized and managed. The customer stated that the expiratory valve appeared to close or stick unexpectedly, preventing proper expiration and causing an acute loss of ventilation capability. Immediate intervention was required to ensure continued patient support. Although no serious injury occurred in the reported event, the customer identified the potential consequence as critical, as a patient could suddenly become non-ventilated, potentially resulting in severe harm or death if not recognized and managed immediately. The issue was reported to have occurred multiple times and raises concerns regarding the functionality of the expiratory valve assembly associated with the affected lot. The affected product has been made available for manufacturer analysis.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: fsca-2026-05-03. FDA reference: res 99028.